Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code captures the reportable event of urinary retention. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue sling was implanted during a procedure performed on (B)(6) 2018. According to the complainant, immediately after the procedure, the patient experienced urinary retention. She was treated with self-catheterization and a sling release was also performed by gently tugging on the sling to loosen it. Reportedly, the patient voided 600cc in the postanesthesia care unit (pacu). The patient's condition after the procedure was reported to be fine.